Event description:
It was reported that several days post implant the patient presented to the clinic and the wound was noted to have a bloody appearance. Basic wound care was provided for two days, pressure was applied, dermabond and steri-strips were applied. One dose of antibiotic was administered. It was later reported that the issue was resolved; the wound site appeared to be free of infection and no recurrent bleeding was noted. The device remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.